Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, keypad flex connector and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and broken belt clip rails. Blank display due to moisture damage on the pcba 1, pcba 2, force sensor, keypad flex connector and motor. Unable to confirm unexpected battery power loss due to blank display. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was got splashed, the alarm went off, and seen nothing. Also, the customer reported the medtronic turned off. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the pump did not return to normal function. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.